Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a laparoscopic diverting colectomy procedure, the device would not fire on the first firing with a blue reload. The device did not deliver any staples or a cut line. A 45mm cartridge was loaded into the sc60a gun. Another device was used to complete the procedure. There was no patient consequence. The device is not returning.